Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "use rim mesh for acetabular. It breaks when using a drill to fix the mesh. The thin and hard bone and the long drilling may have made it more fragile."

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the tip of the returned drill bit is indeed completely broken / snapped off. The cutting edges are blunt / worn / damaged as well, which indicates that this device has been in good use over the years (manufactured in may 2013). Possibly too much force had been applied (inadequate angulation during drilling) or that the drill was not in good working order, which has finally led to the tip breakage. The root cause of the final breakage can be determined to be due to repetitive use over the years (wear and tear). The device as such is worn (faded color). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much force during drilling (possible inadequate angulation). If any further information is provided, the investigation report will be updated.

Event description:
As reported: "use rim mesh for acetabular. It breaks when using a drill to fix the mesh. The thin and hard bone and the long drilling may have made it more fragile."